Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and cardiac arrest requiring pericardiocentesis. Post-procedure, when the patient was in the post-anesthesia care unit (pacu), cardiac tamponade was confirmed, the patient also crashed and coded. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.